Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down and the tabletop illuminator was dim during a vitreoretinal procedure. Additional information has been requested.

Manufacturer narrative:
The system was examined and the first reported event was replicated, the second was not. The lamp was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 29, 2010. Based on qa assessment, the product met specifications at the time of release. Lamp was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. An attempt to install the returned lamp into a calibrated system, found it to be a tight fit. A tight fit xenon lamp may not align with the optics module correctly causing poor or no illumination. An internal investigation was opened to address the issue. The root cause of the reported event can be attributed to a tight fit lamp. An internal investigation was opened to address the issue. (B)(4).